Manufacturer narrative:
The guide wire was returned without the original oad. The initial visual and tactile examination of the guide wire revealed a shaft fracture at the proximal spring tip solder bond. The guide wire shaft was observed to be deformed and curled up at the distal end. The fractured spring tip was not returned for analysis. No biological material was observed on the guide wire. The fractured guide wire was sent for scanning electron microscope (sem) analysis. Sem analysis identified shear dimples and torsional stresses on the face of the fractured guide wire. At the conclusion of the failure analysis investigation, the cause of the fractured guide wire could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
Device evaluation is in process, but is not yet completed. A supplemental report will be submitted for device analysis. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire flextip guide wire broke off and was left in the patient. There were multiple lesions located in the superficial femoral artery (sfa), tibio-peroneal-trunk (tpt) and in the posterior tibial (pt) artery. The physician advanced the csi guide wire across the lesion and loaded a csi orbital atherectomy device (oad) onto it. The physician successfully treated the lesions in the sfa, tpt and pt artery. The physician attempted to re-position the guide wire to treat an additional identified lesion in the anterior tibial (at) artery, but while doing so, the tip of the wire fractured off. The physician attempted to snare the tip of the wire, but was unsuccessful. The tip of the wire was left in the patient and the patient status remained stable throughout the procedure. Additional information was requested, but was denied by the facility.